Event description:
Consumer called stating that her boyfriend sat on the 96-2 shower chair and all 4 legs allegedly started to wobble. Boyfriend had to catch himself from falling.

Manufacturer narrative:
MDR decision date: (B)(4) 2012 (B)(4) 2012 - RMA (B)(4) has been initiated for this issue. The product is to be returned to invacare for an inspection. The consumer called stating that her boyfriend sat on her 96-2 shower chair to get dressed and all 4 legs allegedly started to wobble. He was able to catch himself prior to falling but allegedly re-injured his bad knee. No indication of the type of injury only that his knee is hurting again but should be ok. No medical intervention was sought. The malfunction has not been confirmed.